Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas appeared to power off when removed from the charger, displayed a low-battery ¿charge ilet now, therapy has stopped¿ message while on the charger, and could not complete pairing until the mobile app was reinstalled and the device remained on the charger during pairing; the device later paired successfully and resumed charging behavior, consistent with a battery depletion and power/pairing interruption. Symptoms included hyperglycemia with a reported peak of 257 mg/dl and approximately nine hours above 180 mg/dl, without ketone testing, alerts above 300 mg/dl, medical intervention, or need for assistance. Outcomes included no hospitalization and no clinical intervention. Investigation included customer troubleshooting, app reinstallation, on-charger operation during pairing, and confirmation of charging status via the charging pad indicator and on-device display. Investigation of this case revealed that the device experienced battery depletion that interrupted therapy and impeded pairing off-charger, which was resolved through reinstallation of the app, pairing while on the charger, and restored charging, indicating normal function after recovery from low power. It was concluded, based on previously established findings for similar reports, that battery depletion with temporary power management and connectivity limitations was the likely cause.